Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: on reviewing the log files it is clear that the failure occurred after pre-op checks and the unit went into ambient mode. The pre-analysis did result in a root cause found. The mainboard has been identified to be the faulty component. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: tf 444004 (voltage out of tolerance).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: on reviewing the log files it is clear that the failure occurred after pre-op checks and the unit went into ambient mode. The pre-analysis did result in a root cause found. The mainboard has been identified to be the faulty component. Correction: replaced mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11

Event description:
The following was reported to hamilton medical ag: summary: tf 444004 (voltage out of tolerance).